Event description:
It was reported that the titanium adapter separated from the uv flash transfer set patient connector. The transfer set was used for one day. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for lot number h13b06040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned sample, no issues were found. The leak testing, clear passage testing and clamp function testing were performed without any issues noted. During the integrity of the seal surface test, no leaks were found. The results of the dimensional inspection were within specifications. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.